Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
It was reported that during surgery, the unit was not getting good grafts. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). UDI: (B)(4). Conclusion summary: on (B)(6) 2018, it was reported that the unit was not getting good grafts. The customer returned a dermatome an device, serial number (B)(4), for evaluation. The device history record (DHR) and previous repair report will not be performed as the product meets the applicable acceptance criteria. Product review of the dermatome an on (B)(6) 2018 revealed that the calibration was within specifications and the motor speed was within specifications. The device was added to the loaner pool. Repair of the dermatome an was performed by zimmer biomet surgical on (B)(6) 2018 which included replacement of the vespel sleeve bearing, semi-circle bearing and width plate screw. Dermatome an, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was non-verifiable since during the product review no issue could be found with the device. The root cause of the reported event could not be specifically determined with the information that was provided. During the product review no issue could be found with the device. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.